Manufacturer narrative:
Due to characterization limit e1: initial reporter: mr. (B)(6). Event site name: (B)(6) medical care. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) malfunctioned. The unit shows autofill failure error. There was no patient involved.